Event description:
Meter was giving patient extremely high readings, but she was having symptoms of low blood sugar. The patient said the ibgstar meter was giving her incorrect readings, but was having symptoms of a low blood sugar. When the paramedics arrived they tested her at 40mg/dl. The paramedics treated her for low blood glucose and gave her some orange juice and got her blood sugars levels where they needed to be.

Manufacturer narrative:
The device has not been returned to the MFR. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited information provided. Bolus insulin may have contributed to the patient's hypoglycemia.